Manufacturer narrative:
Device has not been returned to MFR.

Event description:
Int'l. ((B)(6)) complaint received concerning separation/leakage incident with use of 011-46105-50 add-on arterial kit w/safeset resv; needleless valve. The initial information reports that "..arterial line found disconnected from join in tubing... Bleeding from same witnessed by staff.. Rapid detection via observation and monitoring.. Actual incident with no adverse outcome." Although requested, the involved device has not been returned for analysis and confirmation.